Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair procedure, the tacks discharged into the abdominal cavity and were retrieved with forceps. There was no patient injury.